Event description:
The customer called to report that insulin leaked past the reservoir o-ring. The customer stated that one of the o-rings was broken. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir. The reservoir failed per specifications. Found a damaged o-ring and stopper plunger. The reservoir will leak.